Event description:
It was reported that the bd minibore bi-fuse pressure 2 IV connector experienced flow issues, and was clogged. The following information was provided by the initial reporter: as part of a code response for a patient with symptomatic bradycardia, rapid infusion of a saline bolus was ordered. Our standard practice in pediatrics is to deliver this with the "push-pull" method, utilizing a three-way stopcock and 50ml syringe in line with IV fluids. When this was attempted the fluids would not infuse. This was the first time I have encountered the problem with a normal three way stopcock (it is also probably the first time I have needed to rapidly infuse through a three-way stopcock with a max-zero attachment set). I tried reconnecting the stopcock several times but it would not infuse when attached to the max zero cap. I eventually had to abandon this set-up as this was a critical patient requiring rapid action. I had a staff member draw up individual syringes of fluid and I just infused them one at a time.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. It was reported that the bd max zero bi fuse used with bd connecta stopcock, resulted in occluded system, could not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz5307 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. No investigation was performed.